Event description:
It was reported that, the device handle broke when they tried to fire the stapler during a gastric bypass procedure. They opened another to continue the case. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received void of staples. The returned cartridge did have bent lockout tab; it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. When this occurs, the lockout tab on the cartridge becomes damaged. In addition, the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." No functional test was performed, as the firing trigger was note to be damaged. The device was disassembled to verify the conditions of the internal components and the firing trigger teeth were found damaged.